Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg), the electrocardiogram (ECG) revealed that the patient experienced no pacing heart rate. It was reported that the leadless ipg exhibited high threshold. Reprogramming was performed. On the second day post-procedure, no intrinsic heart rate or sensing was detected and high thresholds were again noted. Reprogramming was performed again. Slight impedance decrease, unstable thresholds and intermittent non-capture were noted over several days. The ipg was inactivated and remains in the patient. A new leadless ipg was implanted. No further patient complications have been reported as a result of this event.